Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. Upon receipt, no communication could be established with the device. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the field event could not be determined.

Event description:
It was reported that prior to implant, the device could not be interrogated. Device was not implanted.